Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) found blood visible on the stent implant, balloon, and shaft consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The stent was not loose as reported. The tip was wrinkled distal to the clear gap for a length of 1.5 mm. The distal end of the tip was flared and had indentations. Since this damage was not reported in the incident information, the tip damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. There were multiple bends in the hypotube for a length of 64cm distal to the strain relief tubing. The tip length and stent outer diameters were measured and met manufacturing criteria. The guiding catheter used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. The sds was advanced through a new 6 fr guiding catheter with slight resistance at the bends in the hypotube. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous and calcified, which likely contributed to the reported difficulties. There was no damage noted to the sds or stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the sds interacted with the lesion during the attempt to cross the lesion, resulting in the noted bends in the hypotube, and contributing to the difficulty removing the sds through the guiding catheter during retraction as the bent shaft interacted with the guiding catheter. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the sds is inspected at multiple steps in the process for damage during the manufacturing process. Return analysis was unable to confirm the reported loose stent; however, resistance was noted due to the bends in the hypotube which likely occurred due to an interaction with the moderately tortuous and calcified lesion as resistance was encountered during advancement contributing to the failure to advance and resistance during retraction. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint. Additionally, a query of the complaint-handling database was performed and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery with moderate tortuosity and calcification. Pre-dilatation was performed and the 2.5 x 23 mm promus stent delivery system was advanced; however, resistance was met with the calcified vessel, and the device could not cross the lesion. The device was then attempted to be removed, but resistance was met with the guiding catheter. After removal, it was noted that the stent moved on the balloon. A new 2.5 x 28 mm promus stent was used to complete the procedure. There were no adverse patient effects. No additional information was provided.